Event description:
It was reported from a customer in another country, that a samaritan pad could not be switched on with two new pad-pak batteries. No reported pt involvement.

Manufacturer narrative:
The results of eval are included here instead of being attached: the device returned was evaluated for the reported problem. The reported problem was repeatable and the root cause was found to be failure of an ic component u9. A replacement unit has been sent to the customer. The component has been returned to the MFR for eval and investigation of the cause of the failure. No other reports of this component failure.